Manufacturer narrative:
On september 9, 2019 lumenis received a medwatch report #(B)(4) stating that the user facility had a laser system stop functioning during a yag capsulotomy procedure. There was no claim of injury and upon discussion with the site risk manager and later the duty or nurse, it was learned that the procedure was simply stopped and rescheduled for later in the week. No anesthesia was used and no patient consequence other than having to return later on to complete the procedure. When asked why a medwatch report was filed it was learned that any time a system malfunction occurs they automatically file a report, injury or not. Discussion within the lumenis ophthalmic safety review team concluded that a system shutdown would not meet the criteria of a safety concern but instead, would merely be an inconvenience requiring site correction. On september 20th a lumenis service expert visited the site and performed a thorough examination of the system. The system started up normally and had no issues with the power test. All thresholds were normal as were voltages. The service engineer was unable to duplicate any errors or issues. The system passed all operational and safety tests and was returned to the customer's use. The system (sn (B)(4)) was installed in march of 2013 and other than an occasional recalibration and routine preventive maintenance visits has not shown any previous shutdown or other performance issues. Despite the fact that no injury occurred and there is no likelihood of injury upon recurrence, this event is being reported in an abundance of caution as a response to the medwatch that the user has filed. Lumenis will continue to monitor the event and should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Event description from medwatch (B)(4); patient scheduled for yttrium aluminum garnet (yag) laser posterior capsulotomy of the right eye. After laser self pre check was completed and procedure began, the laser ceased firing and surgeon discontinued the procedure. Patient to be rescheduled and company called for service of the unit.